Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Product analysis examined a photograph provided of the affected system. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following information to bfarm, "in the (B)(4) on (B)(6) 2019, the injector head fell from the ceiling support mounting due to a broken screw. No-one was injured."